Manufacturer narrative:
Device analysis: fluid loss was reported. The ambicor device was visually inspected and functionally tested. One cylinder had a leak in the outer tube that was the result of a sharp instrument. This cylinder was not functionally tested due to the leak in the cylinder. The other cylinder and pump performed within specifications. Fluid leak was confirmed due to a sharp instrument. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that during the implant procedure the physician observed a fluid leak in one of the cylinders with an inflatable penile prosthesis (ipp). The ipp was not implanted and a new ipp was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that during the implant procedure the physician observed a fluid leak in one of the cylinders with an inflatable penile prosthesis (ipp). The ipp was not implanted and a new ipp was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.